Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had a poor fill.

Event description:
Customer complains of low results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 127mg/dl-140mg/dl fasting. Verified the strips expire 7/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Reviewed meter memory: (B)(6). Customer is concerned with all the blood result reviewed from the meter memory.